Event description:
During product service by a service technician, a flo-gard infusion pump was found to present a low battery alarm. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced by a service technician as part of preventative maintenance. A visual inspection, alarm log review, battery testing, and functional testing were performed. During functional testing, battery testing and the alarm log review, a low battery alarm was identified. The cause of the alarm was low battery voltage. The battery was replaced and the pump was serviced to meet functional specification. A service history review revealed that the device has had repetitive failure with the main battery. Should additional relevant information become available, a supplemental report will be submitted.